Event description:
On 10/14/94 an device was implanted. On 1/20/95 the cuff and pump were revised. On 2/3/97 the cuff was removed from teh pt and replaced due to recurring incontinence-device failure.